Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in the ER showing post-sensed t wave oversensing on the ventricular channel. Patient had received inappropriate therapy due to oversensing. Lead was capped and replaced. Patient was stable post-procedure.